Event description:
It was reported that low shock impedance was observed. X-ray identified possible twiddler's syndrome. The lead was explanted and replaced.

Manufacturer narrative:
A reported impedance anomaly was not confirmed. A partial lead cut in two pieces was returned for analysis. External insulation abrasions were found at 12.cm-12.5cm and a 15.5cm -16.0cm from the distal tip, consistent with lead friction to another device. The efte coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.